Event description:
Per the clinic, the patient developed a chronic infection with perforated tympanic membrane leading to an extrusion of the electrode lead into the external auditory canal. This patient is also a non-user of device. Subsequently, the device was explanted on (B)(6) 2024. There are no plans to re-implant the patient with a new device as of the date of this report.

Manufacturer narrative:
Device analysis report attached.

Manufacturer narrative:
Per the clinic, the patient was also treated with oral and topical antibiotics (specific date and duration not reported).